Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the ventilator screen turned white and standby mode or the diagnostic mode could not be accessed. There was no pt involvement reported.